Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the lifevest garment. The irritation was reportedly located under the right shoulder strap and where the garment closes. The patient had reportedly used triple antibiotic ointment but there was not much improvement. The patient was then advised by a pharmacist to apply hydrocortisone cream. Follow-up indicated that the skin condition was getting better since applying the recommended cream.